Event description:
It was reported that the user¿s ilet bionic pancreas had a cracked screen, preventing the user from sliding to unlock, particularly while on the charger, and a replacement was arranged. Symptoms included no clinical symptoms. Outcomes included no impact beyond device replacement and user advisement to maintain backup therapy due to uncertain functionality and loss of water resistance. Investigation included user interview and device return for evaluation. Investigation of this case revealed that the device exhibited a damaged display assembly consistent with physical damage. It was concluded that the event was due to physical damage to the screen, with no device-related injury identified.